Manufacturer narrative:
X-smart plus cartridge: various mechanical problem. The rotation of the file is difficult because the ball bearing is damaged. Replaced 1 x xp cartridge h1033c1051015.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold files; no injury resulted.